Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while testing with bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), 6 false-positive results were obtained. There was no report of patient impact. The following information was provided by the initial reporter: customer states they had 6 total false positive 442021 bottles that all became positive within a short period of time from drawer a. Customer is unsure if they were all from the same row. No errors on the instrument and no other issues noted. All bottles were gram stained and subcultured. No organisms were seen on the gram stains and no patient results were affected by the false positives.

Event description:
It was reported that while testing with bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), 6 false-positive results were obtained. There was no report of patient impact. The following information was provided by the initial reporter: customer states they had 6 total false positive 442021 bottles that all became positive within a short period of time from drawer a. Customer is unsure if they were all from the same row. No errors on the instrument and no other issues noted. All bottles were gram stained and subcultured. No organisms were seen on the gram stains and no patient results were affected by the false positives.

Manufacturer narrative:
H6: investigation summary: bd was not able to perform an investigation to the retention samples since batch number is unknown. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. Users are cautioned in the package insert under limitation of the procedure: ¿a gram-stained smear from culture medium may contain small number of non-viable organisms derived from media constituents, staining reagents, immersion oil, glass slide and specimens used for inoculation. There are many factors that can influence the false positive rate, including blood volume, blood cell counts, environmental factors, and media lot to lot variations. Complaint is unconfirmed. No correctives actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process. Plot/log assessment: there were 7 plots. All plots showed noisy signal. This signal noise can be caused by physical / environmental / electrical disruptions or events.